Event description:
The pt was implanted with a prosthesis on 2/23/96. On 8/9/96 the physician noted that device had migrated. No add'l info regarding this occurrence is available at this time. The MFR will request the return of the device for evaluation purposes and will continue its investigation of this occurrence.